Manufacturer narrative:
Device available for eval yes, returned to manufacturer on: 04-feb-2022. Investigation summary: the customer reported the tubing comes apart at the upper v and returned one unused sample of material #2426-0500. The sample was clearly separated out of the bag, and the complaint is verified. The sample was found to have insufficient solvent at the outlet of the middle smart site-tubing connection. The root cause for the separation is solvent. A device history record review for model 2426-0500 lot number 21123326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the hub. This has occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: material : 2426-0500, lot: 21123326. It was reported by the customer that the tubing comes apart at the upper v connection when gently tugged on. Number of occurrences: 4.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the hub. This has occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: material : 2426-0500 lot: 21123326 it was reported by the customer that the tubing comes apart at the upper v connection when gently tugged on. Number of occurrences: 4.